Manufacturer narrative:
Details of complaint: the eeg tech reported that the stimulator connected to the meb-9400a system would no longer deliver stimulation, and that the stimulation intensity was changing on its own. The meb is used for emg and ep (evoked potential). A new stimulator (ry-441b) was purchased by the customer from customer service on (B)(6) 2019, to resolve the issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the possible cause of the issue, as suggested by nihon kohden technical support (nk ts), could be physical damage to the stimulator probe. Due to the unavailability of the device, a visual and functionality evaluation could not be performed. The reported issue does not require further investigation through CAPA process since the issue could possibly be caused due to the physical damage to the unit and not an nk device deviation/malfunction. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 patient information. D4 serial number. F9 age of the device. H4 device manufacture date. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the meb-6400a: hand held stimulator: model #: ry-441b. Serial #: ni. Additional information: b4 date of this report. D10 concomitant medical device. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The eeg tech reported that the stimulator connected to the meb-9400a system would no longer deliver stimulation, and that the stimulation intensity was changing on its own. No patient harm was reported.

Manufacturer narrative:
The eeg tech reported that the stimulator connected to the meb-9400a system would no longer deliver stimulation, and that the stimulation intensity was changing on its own. The meb is used for emg and ep (evoked potential). The stimulator will be returned for an exchange without the meb-9400a system. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: serial number, age of the device, device manufacture date. Additional device information: concomitant medical device. The following device was used in conjunction with the meb-6400a and is the device that experienced the failure: hand held stimulator, model #: ry-441b, sn #: ni.

Event description:
The eeg tech reported that the stimulator connected to the meb-9400a system would no longer deliver stimulation, and that the stimulation intensity was changing on its own. The meb is used for emg and ep (evoked potential). The stimulator will be returned for an exchange without the meb-9400a system. No patient harm was reported.